Event description:
Us legal - it was reported that the plaintiff underwent a medically indicated revision of the bhr-tha right hip on (B)(6) 2020 due to recurrent dislocations and metallosis. Among the intraoperative findings there was a severe metallosis with a soft tissue reaction, pseudotumor and severe acetabular bone loss. The stem was retained and a new s&n oxonium head was implanted. Patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup, hemi head and stem. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels and the description of the discolored tissue and the corrosive material may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patient¿s right hip. During the revision, the stem was retained. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the bhr cup, hemi head, modular sleeve and stem was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. No other similar complaints were identified for the bhr cup, hemi head and stem. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. A search was also performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. No other similar complaints were identified for the modular sleeve or stem. Other similar complaints have been identified for the cup, this will continue to be monitored. Other similar complaints were identified for the hemi head but as this device has been phased out the market, no further action is to be taken. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the cup. No additional risks were identified as result of the reported event and no further actions are required at this time. A risk management was not completed for the head as it has been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. The available medical information was reviewed. The clinical information provided, of the elevated metal ion levels and the description of the discolored tissue and the corrosive material may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated. Additional information: a2, a3, h6, h10 h6, h10.